Manufacturer narrative:
A field service engineer (fse) was dispatched on (B)(6) 2011 for the event. The fse found the tubing on valve v3 cracked and leaking. The fse replaced the tubing and verified the repair per established procedures. Customer has not contacted bec with requests for further assistance with this issue. (B)(4).

Event description:
A customer contacted beckman coulter, inc. (Bec) to report a leak on the synchron lx20 system. The customer reported diluted wash solution in the hydro drawer and under the instrument. Per customer technical support (cts) instructions, the customer found a vent hose tubing open at one end, and the wash solution canister to be overfilled. The customer cleaned the float switches and reseated the float switch sensor lead plug-on top of the lid. The instrument was then put on standby. No patient results were generated in connection with this event and there is no report of injury to the user.